Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that adhesive of the object lens at the distal end of the subject device was peeled off. The subject device had been returned to sorc for repair of the leakage. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Sorc checked the subject device for evaluation. It was confirmed the reported phenomenon. It might have occurred due to the user handling. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported event could not be identified because the subject device was not sent. However based on the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to peeling / chipping by impact such as dropping, or repeating excessive wiping of the outer surface of the distal end, or chemical deterioration due to chemicals, etc. If additional information is received, this report will be supplemented.